Event description:
It was reported that a patient experienced elevated blood glucose levels greater than 400 mg/dl and requested assistance with changing supplies. The patient stated they had changed their supplies earlier in the day but felt they were not receiving insulin throughout the day. The patient confirmed they did not observe any issues with the infusion set, including leaking or bends in the tubing. The agent guided the patient through another supply change and insulin delivery was successfully resumed without issues. The patient was advised to continue monitoring their blood glucose following the supply change. The patient reported no ketone testing, no recent steroid injections, no need for professional medical intervention, and no immediate health effects. The patient was satisfied with the assistance provided and planned to monitor their condition, with instructions to call back if any further issues occurred. The agent planned a follow-up to ensure no additional concerns arose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.